Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not alarming while in use with a patient. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D2a- common device name. D3 - mfg. Establishment name. D4 - primary UDI number. D9 - device available for evaluation updated. H3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The event history log was unable to be reviewed as the product was not returned.